Event description:
Discordant, false (B)(4) immulite 2000 toxoplama igg result was generated on one patient sample. The laboratory repeated the sample using a different kit lot of toxoplasma igg and a (B)(4) result was generated.there was no known report of treatment given or withheld based on the discordant, false (B)(4) toxoplasma igg result.(B)(4).

Manufacturer narrative:
(B)(4) 2012: additional information: siemens has investigated the issue and has determined that the frequency of the false (B)(4) patient results reported is within the IFU specificity claim of (B)(4) % for the immulite systems toxoplasma igg assay. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive immulite 2000 toxoplama igg result was generated on one patient sample. The laboratory repeated the sample using a different kit lot of toxoplasma igg and a negative result was generated. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the immulite 2000 instrument and data, the cause for the discordant toxoplama igg result is unknown. The fse successfully ran qc and installed an updated version of the software (version 6.3a) at the request of the customer. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.